Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-35, serial # (B)(4), description: lead extension, 35cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to discomfort caused by the lead extensions. The device was working properly prior to being explanted. The patient was reportedly doing well following the procedure.